Event description:
It was reported that an error occurred during update or interrogation that indicated that the pump was in stopped pump mode. The reporter stated he tried two more times and tried another programmer, and the pump was still in stopped pump mode. During troubleshooting the reporter mentioned that after the pump went to stopped pump mode he updated but had not changed the infusion mode back to simple continuous. The pump was used to infuse baclofen (unknown) and dilaudid (hydromorphone). No intervention or outcome was reported further follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).